Event description:
During a thoracic procedure, the 3rd or 4th reload cartridge fell out of the device and into the chest cavity of the patient. The cartridge was retrieved successfully with no patient consequence.